Event description:
Customer reported lancet sticks out before being fired while using the soft touch lancet device. No accidental stick reported. No adverse event was reported. Manufacturer's investigation department found device did not retract afer firing. Suspect product was returned and a replacement was sent.